Event description:
It was reported to manufacturer by facility, (B) (4) one of their residents was in bed when the f17tmal side rail came down on her hand causing a bruise and tear on her skin which needed medical attention. When this happened, they checked the other f17 devices within their facility and found a few others that failed. This facility f17tmal devices had been inspected in (B) (4) of this year; however, because of this incident and because there was that earlier inspection, this facility contacted the amfm corporate offices and they expressed their concern and have asked to have all the devices re-inspected. Manufacturer issued (B) (4) (B) (4) to get back the f17tmal assist devices for eval. Manufacturer sending in our service technician team to re-inspect this facility rails the week of june 15th 2009.